Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the endoscope image quality has deteriorated. The same device was used to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
The device was returned to cardiac surgery on apr 29, 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).